Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from date manufacturer was made aware.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding an efficient charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.